Event description:
Revision surgery - due to the pt's knee being unstable. The pt had a size 13 insert; the surgeon change it out for a thicker size to stabilize the knee.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 5.3 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this lot. The root cause for the instability could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.